Event description:
The complainant reported that an enteral feeding device was placed on july 18th and five days afterwards, the physician confirmed that the "peg erroded through the interior wall into the peritoneal cavity". The device was removed and replaced with another similar device. The patient developed intra-abdominal sepsis and died.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review of the two lots shipped to this customer has revealed no anomalies. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.